Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the patient was given an indwelling urinary catheter according to the norms, and during the operation, the catheter was dislodged on its own, and the catheterized water bladder was found to be damaged and missing, with a missing area of about 1*0.5 cm. The patient was contacted for consultation at the urology desk during the operation, and after uretero-bladder exploration was carried out, a part of the missing bladder was found inside the patient's bladder and removed, and the missing part and the damaged part were compared and then completely anastomosed. The patient had no other adverse reactions.